Event description:
It was reported that a perforation occurred during the use of a non-abbott bare metal stent. The 4.0 x 19 graftmaster was placed, but did not completely seal the perforation, requiring another graftmaster. The 4.0 x 12 graftmaster experienced resistance with both the bare metal stent and the graftmaster, however, was able to be placed, successfully sealing the perforation. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: failure to seal the perforation may be attributed to several factors including, but not limited to, stent graft foil damage, pt anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During mfg, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy, and the product was not returned which may have aided in the eval. In this case, it is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. However, as this cannot be confirmed, a conclusive cause for the reported failure to seal the perforation could not be determined. An add'l graftmaster stent was used to help seal the perforation. Although, a conclusive cause could not be determined for the reported failure to seal the perforation, there does not appear to be indication of a product quality deficiency. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release test met mfg criteria. During mfg, all stent delivery systems are 100% leak-tested and visually inspected for foil damage and proper placement.